Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Samples have not yet been received for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that dull knives were experienced. No patient harm was reported. This is the second of two reports from this facility.